Manufacturer narrative:
Manufacturer's investigation conclusion: the reported aortic valve thrombus could not be confirmed through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including peripheral thromboembolic events, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the outcome may have been related to the device. An echocardiogram (echo) and computed tomography (CT) scan were performed to confirm the thrombus formation. There were no symptoms of thrombus noted and the patient's aorta was closed at all times. The patient was in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the outcome may have been related to the device. An echocardiogram (echo) and computed tomography (CT) scan were performed to confirm the thrombus formation. There were no symptoms of thrombus noted and the patient's aorta was closed at all times. The patient was in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1:(B)(6).

Event description:
It was reported that the patient received a heart transplant. The outcome was not device or therapy related. The patient was transplanted due to thrombus formation at the closed aortic valve. The transplant was considered routine. The device operated as expected. The patient was stable.